Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, 'arrow key inop' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be inoperable right softkey . The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of arrow key being inoperable. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.